Manufacturer narrative:
Clinical evaluation: according to the facility the patient experienced skin irritation related to the use of an optifoam dressing that was placed postoperatively. Per the facility the patient required "sulfamethoxazole-trimethoprim 800-160mg tab bid for 10 days. Given one dose of rocephin in the ER" related to the reported reaction. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention. This is a reportable event therefore this medwatch is being filed. If further relevant information is obtained or identified a supplement to this report will be filed.

Event description:
According to the facility the patient experienced skin irritation related to the use of an optifoam dressing that was placed postoperatively.